Event description:
Attempts to advance 2 coronary stents with delivery systems to the target lesion site in the pt's circumflex artery were unsuccessful. During withdrawal of both sdss, it was noted that the stents were not on the balloon catheters. The location of the two stents is unknown. There were no clinical sequelae reported relative to the event.